Event description:
A patient was injected with radiesse on (B)(6) 2014 to help smooth out her chin. About a month after being injected with radiesse, patient noticed some white lumps forming in her gums in the lower lip and a large white/ yellow lump appear in her inner cheek. Patient said she never considered these lumps to be related to radiesse, because when she went in for injections, she had really small white lump there which she thought could be a tiny ulcer. She thought the lumps were a continuation of that. Patient saw two different dentists regarding the lumps, but neither of the dentists knew what the lumps were. Patient was referred to a dental hosp, where patient had a biopsy. Patient said she is left with two scars in her mouth which are not visible from the outside. She now has sensitivity in the cheek, and the lower lip scar has formed into a hard lump. Patient said she was told the lump is unlikely to go away since it is still present four months post procedure. This lump affects her daily and she can't bite into an apple without it catching on her teeth. Patient said the results of the biopsy show the white lumps are a foreign body- collagen. The appearance of her chin is back to how it was before she had the radiesse.

Manufacturer narrative:
According to a letter submitted by the doctor who examined the patient post biopsies, the histopathological diagnosis of the extracted matter was: "the features are those of a foreign boy granulomatous reaction. The morphology of the material raised the possibility of calcium hydroxylapatite (collagen)". The DHR and lot review could not be conducted as the lot number was reported.